Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that there was low laser power during a photocoagulation laser procedure. The procedure was completed with no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was replicated. The system was recalibrated to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 23, 2014. Based on qa assessment, the product met specifications at the time of release. A review of the system service records noted the last time a preventive maintenance (pm) / service test procedure (stp) was performed was opened march 7, 2017 and closed march 20, 2017. It should be noted that per the system operator's manual, it is the user's responsibility to schedule preventive maintenance service on the system and its accessories one time each year for optimum performance. A review of the system service records showed that more than a year passed since the last pm when this event occurred. The root cause of the reported event can be attributed to the customer not scheduling a preventive maintenance per the schedule recommended by the operator's manual. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is available. The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 23, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the laser power output falling out of calibration over time. The manufacturer internal reference number is: (B)(4).